Manufacturer narrative:
Initial.

Event description:
It was reported that a user stated volume alerts from the ilet were not audible despite the loudest setting, as observed from a social media post screenshot. Symptoms included no clinical symptoms. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included review of available complaint details and attempted follow-up with the user. Investigation of this case revealed that the event involved perceived low alarm volume without evidence of device malfunction, with no additional device component issues identified; the complaint could not be confirmed due to lack of direct assessment. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.